Event description:
Caller reported an issue with being unable to complete the load cartridge process on their insulin pump, with the device repeatedly looping back to the fill tubing step. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.